Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a lot of gastric juices and blood through the stoma and had difficulty mobilizing the peg tube. On (B)(6) 2019, an endoscopy was performed for complete replacement of the tubes. During the procedure, it was discovered that the internal tube dish was completely buried. The patient was referred to surgery for surgical removal.